Event description:
Per phone conversation patient stated that on-q I-flow pain pump was leaking from dial. Rn states that pump was leaking from dial site. On-q pump was leaking out the opening in the back of the regulator valve. Pump is being sent back to manufacturer for evaluation and exchange. On-q 400ml lot #152678.